Event description:
The patient was completing a breast biopsy and breast clip placement procedure. The malfunction occurred at the very end of the procedure during the last image, where the machine began to rise with breast compression in place. Per the manufacture this is not supposed to occur.